Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant a pneumothorax occurred while using the guiding catheter to implant this lead, a pneumocatheter has been put in place. No additional adverse patient effects were reported.